Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a 500 failure code was confirmed by baxter personnel in the pump's event history. The root cause was assigned to user error and therefore, no repair was necessary. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed no previous service events were related to the reported condition. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected user error. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 500. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. Upon receipt of the device by baxter it was determined that the reported condition occurred during delivery causing an interruption of delivery. No additional information is available.